Event description:
It was reported that prior to use with bd vacutainer® k3e 3.6mg plus blood collection tubes there were 78 tubes with foreign matter and 1 with defective marking on tube. The following information was provided by the initial reporter, translated from japanese to english: the following issues were found in tubes (367858) from lot 0056964: dirty tube x78. Defective marking ×1.

Manufacturer narrative:
H6: investigation summary: bd received 79 samples and photos from the customer for investigation. The photos were reviewed and the customer¿s indicated failure mode for fm- ink smear and defective marking with the incident lot was observed. Additionally, 79 customer samples were evaluated by visual examination and the indicated failure mode for defective marking and fm- ink smear with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that prior to use with bd vacutainer® k3e 3.6mg plus blood collection tubes there were 78 tubes with foreign matter and 1 with defective marking on tube. The following information was provided by the initial reporter, translated from (B)(6) to english: the following issues were found in tubes (B)(4) from lot 0056964: dirty tube x78, defective marking ×1.